Event description:
It was reported that an alarm 2 occurred, and an occlusion event was experienced earlier in the day before contacting technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm register as ¿high.¿ the customer resolved the issue by changing the cartridge and resuming insulin, and after determining no frequent or recurring occlusion issues, technical support closed the case.